Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8270777. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-27. Medical device lot #: 8220698. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-08-08. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe was discolored and did not look sterile. This occurred on 4 separate occasions. No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok¿ syringe was discolored and did not look sterile. This occurred on 4 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one sample was received. It came in an opened packaging blister. Additionally an empty packaging blister was received. The sample received was visually inspected. The barrel was found clean and no defects observed. The plunger rod has grease in one of the ribs, therefore failure mode is verified. Grease likely got on the plunger rod during the molding process. If the plunger rod would come in contact with the areas outside of the mold face and the good product chute, it could potentially come in contact with grease on the press. There is part containment in place to try and mitigate the issue, but due to static on the mold face the plunger rods can sometimes land in unpredictable locations. These parts can potentially fall back into the chute due to the vibration of the press. Additional testing ruled out the presence of blood on the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.